Manufacturer narrative:
Initial reporter local phone number (truncated in field) (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely elevated lactate dehygrogenase (ldh) results for 8 patients while using the clinical chemistry ldh assay. The customer provided the following results from (B)(6)2017: sid (B)(6): initial 195 u/l, retest 138. Sid (B)(6): initial 328 u/l, retest 285. Sid (B)(6): initial 369 u/l, retest 184. Sid (B)(6): initial 201 u/l, retest 179. Sid (B)(6): initial 495 u/l, retest 286. Sid (B)(6): initial 303 u/l, retest 192. Sid (B)(6): initial 331 u/l, retest 173. Sid (B)(6): initial 350 u/l, retests 258, 258, 256, 254, 261, 246 u/l. No impact to patient management was reported.

Manufacturer narrative:
Update: d suspect medical device: after further evaluation, the suspect medical device was changed from the assay to the analyzer. An investigation of the customer issue included a review of the complaint data, abbott field service representative evaluation, a device history review , instrument history review, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved completing preventative maintenance which included replacement of the which resolved the issue. The device history review did not identify any non-conformances or deviations with the bellows. The instrument history review did not identify any other complaints. Tracking and trending did not identify an adverse trend for the bellows which was replaced on the architect c16000 analyzer. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the bellows in use on the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
Correction: the manufacture report number was generated based on the incorrect manufacture location. Please see manufacture report number 1628664-2017-00300 for corrected information.